Event description:
It was reported that a malfunction alarm, labeled as malf 0, occurred, and the fault ID was available. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided instructions for resetting the pump. After the pump was reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose.